Event description:
It was reported that the pt experienced "unbearable" pain when he woke up in the recovery room following a pump implant on (B)(6) 2010. The pt was taken back into surgery; the catheter was removed. The pump remained implanted with no medication in it. The pt remained hospitalized for a week. The pt had therapy during the second week. The pt now has "dropped foot" and cannot walk for extended periods of time. The reporter indicated that there may be nerve damage. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).